Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error e433. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Error code e433 was not found. The device evaluation found the device displayed error e102& e014 due to a faulty generator board and error code e059 is displayed due to a defective motherboard. Furthermore, the following additional issues were identified during inspection: the equipment does not respond after pressing the power switch, touch is not functioning properly and color is also bad due to defective faulty front panel and also track of the cable found rusted, investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event (temporary occurrence of error message e433) occurred due to one or more of the following: - disturbance of the esg-400 due to interspersed electromagnetic interference fields - the user actuates the foot switch while the generator is booting - a defective foot switch due to a short circuit in the connector - a defective foot switch due to a defective reed contact - a defective cable connection between the hvps (high voltage power supply) board and the generator board - a defective cable connection for the output signal between the generator board and the relay board however, a definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.